Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Manufacturer narrative:
(B)(4). Updated lab results. Treatment included ip vancomycin (start/stop dates, dose, and frequency not reported). On (B)(6) 2011, the patient recovered and was discharged from the hospital. The nurse reported that the peritonitis was unrelated to dianeal therapy and did not comment on provide an opinion of made mistake/touch contamination/ did not wear mask reported by the consumer.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of a patient who made a mistake/touch contamination/did not wear mask and peritonitis with culture positive for gram negative organism and gram positive organism coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination/did not wear mask that resulted in peritonitis. The patient was hospitalized for the peritonitis on (B)(6) 2011 and was discharged on (B)(6) 2011. Treatment and outcome were not reported. The patient went back into the hospital on (B)(6) 2011, due to the patient not being properly diagnosed because the culture was sent into the wrong research destination. Treatment was not reported and at the time of this report, the patient was recovering from the peritonitis. On (B)(6) 2011, the patient was discharged. Pd therapy was ongoing. The reporter did not provide an opinion of causality.